Event description:
The customer reported a button error. The blood glucose reading was 89 mg/dl. The patient was on vacation and went into a swimming pool with the unit. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.